Manufacturer narrative:
Concomitant products: product ID 399930, lot # v044810, implanted: (B)(6) 2007, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger. (B)(4).

Event description:
It was originally reported that the patient experienced no stimulation sensation. She last charged about 3-4 months ago and last felt stimulation 6-8 months ago. She was now experiencing tingling and numbness on the left side. It was later reported on (B)(6) 2014 that the ins would not hold a charge. The patient was scheduled for an upcoming laminectomy on (B)(6) 2014. It was being considered to have the ins replaced during the laminectomy procedure.